Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Suspicion of quality defects / reason: mechanical defect: needle broke while unscrewing. Note: this case was reported in the context of a report concerning to one of our medicinal products used together with your medical device mentioned above. This case is forwarded to you on the basis of the above-mentioned legal requirements. Please confirm receipt of this message / email and please let us know if you have any further information concerning this suspicion of quality defect resp. This batch.